Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation. Evaluation of the photos shows evidence that the stopper remained inside the tube. Additionally, 29 retained samples were functionally tested for stopper shield separation and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode closure separation. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance the rubber stopper remained in tube when attempting to open the cap on 2 devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance the rubber stopper remained in tube when attempting to open the cap on 2 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.